Manufacturer narrative:
Citation: knox, jeffrey b. Et al. "Osteolysis in transforaminal lumbar interbody fusion with bone morphogenetic protein-2". Spine (phila pa 1976) 2011: jan 5 d11. Interbody cage - therapy dates not reported. (B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The results of a retrospective study of patients who underwent transforaminal lumbar interbody fusion (tlif) between (B)(6) 2004 and (B)(6) 2009 were reported. The surgical procedures were performed by a single surgeon and included single level and two level fusions. The patients had presented with degenerative spinal conditions (spondylolisthesis, discogenic back pain, and/or lumbar radiculopathy) and were greater than (B)(6). The patients underwent a tlif with pedicle screw instrumentation through either a midline posterior or minimally invasive approach. An interbody device was filled with recombinant human bone morphogenetic protein-2 (rh-bmp2) sponges and local autograft. A standard dose of 5 mg of rh-bmp-2 was used. The patients were discharged from hospital day three post-op. Low impact activities were permitted. Strenuous physical activity and heavy lifting were not permitted until six weeks post-op. Eight patients who underwent single level fusion were found to have osteolysis. The patients did not demonstrate worsening of osteolysis on subsequent follow-up imaging. Revision surgery was not required during the study period due to the osteolysis.